Event description:
In 2008, the pt was treated for a ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses. After placement of the trunk-ipsilateral leg endoprosthesis, tortuosity in the infrarenal aortic neck led to difficulty cannulating the contra-lateral gate, and the stent-graft also moved distally, creating a type I endoleak. Another trunk was placed to create an aortouniiliac. A fem-fem bypass was created with a gore vascular graft, and the right common iliac artery was occluded with a zenith vascular plug, although there was some difficulty placing this device. The additional trunk component resolved the type I endoleak, and the pt tolerated the procedure, although he was hypotensive with a low urine output. The pt was discharged into palliative care two months later. In 2009, he was discharged home, and his condition improved thereafter. Six months later, the pt developed bleeding from a suprapubic fistula/pseudoaneurysm that was communicating with the common iliac artery through a distal type I endoleak in one of the gore stent-grafts. The endoleak was attributed to expansion of the common iliac artery. Another endovascular procedure was performed to place a contralateral leg endoprosthesis, which resolved the endoleak. The pt tolerated the procedure with no further complications. As of two months later, the pt is doing well.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional devices: pxt281418.